Manufacturer narrative:
Additional e1 (telephone number): (B)(6). B2: even though there was no reintervention the final regurgitation reduction was impacted by the event. There is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in the tricuspid position. During the intervention, a single leaflet device attachment (slda) occurred immediately after release of the first pascal implant. The patient was not under general anesthesia. The patient had massive (4+) secondary / functional tricuspid regurgitation (tr) and was very unstable. An initial period of good echocardiographic visualization although dense chords were present in the grasping area. Without any identified interaction with the device, the patient decompensated to a systolic blood pressure of approximately 40 mmhg and required repeated stabilization during the procedure with catecholamines and volume. The first device had been positioned with a positive assessment, with both leaflets appearing adequately inserted and grasp optimization had been confirmed prior to deployment. The slda was identified directly after release. No tension was noted during suture removal and tr remained massive. After the first device detached from the septal leaflet, an attempt was made to stabilize the situation using a second pascal ace implant. This attempt was unsuccessful due to the inability to assess complete leaflet grasping due to the imaging difficulties. Decision was made to bailout only over fluoroscopy because echo was impossible. The patient was getting screened for a transcatheter tricuspid valve replacement. A second attempt with pascal is also an option if patient reminds stable and imaging is good. The perceived root cause could not be determined based on the available information. Imaging challenges due to the patient's hiatus hernia, along with the patient's instability, were noted as contributing procedural difficulties. Device issues were not reported or suspected. Final tr was massive (4+).

Event description:
As per additional information received, no intervention was planned at this time, and patient was discharged and clinically stable.

Manufacturer narrative:
Information added or updated to sections b4, b5, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigation conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra procedure was confirmed with empirical evidence based on information provided. Available information suggests the patient anatomy likely contributed to the event. As per the event description, the patient presented with dense chordae affecting the grasping area, a pre existing condition that could have made device maneuvering difficult during leaflet assessment and optimal positioning of the device. Although the implant initially appeared to be appropriately inserted in both leaflets, an slda was identified after release. A second pascal ace was attempted to stabilize the situation, but imaging in this case was compromised due to the presence of a hiatus hernia and a stomach filled with air, and a bailout procedure was required. Since no edwards defect was identified, corrective or preventive actions are not required.